Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and discovered that smoke was coming from the power supply. The fse replaced the power supply and verified the functionality of the instrument. The cause of the smoke was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed smoke from the area of the power supply on an advia centaur xp instrument. The laboratory did not require evacuation, and the operator was not injured. There were no adverse health consequences due to the smoke from the power supply.